Event description:
It was observed the subject device found with corrosion at the electrical contact of the video connector, water invasion in the camera cable and main unit imaging. There was no patient involvement.

Manufacturer narrative:
The device evaluation as noted in section b5, found corrosion on the electrical contacts and video connector. Air leakage in the main body and water in the main units imaging were determined. A device history review revealed no findings/no issues that could have caused or contributed to the reported issue. A definitive root cause of the phenomenon cannot be conclusively determined. Instructions for use (IFU): "if the product is bumped or dropped, it may cause the product to freeze. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electrical circuits." "This product should not be used with tweezers, sterilizers, or other instruments. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk that the camera cable may be punctured and the electrical circuit inside the product may be destroyed due to water leakage." "Do not use the product while the electrical contacts of the video connector are wet. Using the product while it is wet may result in malfunction." Olympus will continue to monitor the field performance of this device.